Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise and low amplitudes shortly after the implant procedure. The device was programmed off. The noise resolved on its own. One week later the device delivered inappropriate shocks due to low amplitudes and t-wave oversensing. X-ray confirmed the electrode was placed sub-optimally and surgical intervention was performed to revise the electrode. Nine months later this s-ICD again delivered inappropriate shocks due to low amplitude and t-wave oversensing. The device was reprogrammed however the issue remains. Surgical intervention was performed and this s-ICD was explanted and replaced with a transvenous system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.